Event description:
It was reported there were increased thresholds with intermittent loss of capture on the leadless pacemaker. The output was increased and the device remained in use and was removed and replaced with a single chamber implantable pulse generator (ipg) five days post implant. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.